Event description:
It was reported, that the cysto-nephro videoscope was dirty with foreign material inside of it. That could not be removed. The issue was found, during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the foreign material was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by the following instructions for use which state: the reprocessing methods of cyf-vhr are described in ¿cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual". Olympus will continue to monitor field performance for this device.